Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A medtronic start right representative reported via the interdepartmental helpline solutions tracker of low blood glucose readings from the insulin pump. The customer stated that she had a lot of fluctuations due to (B)(6) and alerts and alarms were going off. The customer also stated that there was an alarm for the low battery on the pump. The customer stated that she was delivering bolus and her sensor read 300 mg/dl while she actually had a low of 37 mg/dl. The customer was advised that the pump might not accept advanced features when the battery is that low. The customer declined help from the 24 hour help line.